Event description:
The trailing haptic of an aq2010v model lens got stuck in the cartridge and broke while it was being implanted. The lens was removed with no patient injury or complication. The facility stated they felt the lens had been left too long in the cartridge prior to implanting. The lot number and model of the injector and cartridge are unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the product found one haptic torn off. There was evidence of surgical residue. The cartridge and injector were not returned. Investigation under iaca is ongoing.